Event description:
Fidia received info from (B)(4) (the u.s distributor for hyalgan) on 16-aug-2010: initial info was reported by a physician's office to a (B)(4) pt assistant representative on (B)(6)-2010: a pt with unk demographics received two injections of sodium hyaluronate [hyalgan] (lot# and expiration date unk) beginning in (B)(6) 2009 for an unk indication. The pt did not complete the sodium hyaluronate regimens due to an unspecified surgery. The physician's office contacted (B)(4) to inquire about reimbursement aspects of the products. No further relevant info provided.

Manufacturer narrative:
Pharmacovigilance comment: this case lacks significant info (e.g indication for surgery, complete medical history, concomitant medications, laboratory/diagnostic results, reporter's causality assessment, etc) to make a complete medical and causal assessment. Moreover, at the present time, the minimum info requirements for expedited reporting are not fulfilled (no specific adverse reactions reported). This case is being submitted to the agency for completeness sake. Additional info has been requested.